Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported fluid leak remains unknown.

Event description:
During an atrial fibrillation procedure, a blood leak was noted from the hemostasis valve. The sheath and dilator were integrated and inserted into the right atrium. When transseptal puncture was performed with the rf needle and then removed, blood started to leak from the hemostasis valve. The sheath was replaced and the procedure was completed with no adverse consequences to the patient.